Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests, using different fingersticks. The results were 173, 225 and 190 mg/dl. The reporter did not have any symptoms. A control test was in range, 115 (91-130). No harm was alleged.